Event description:
It was reported by the affiliate that (1) er420 was used during a hiatal hernia procedure. It was reported that the clips crossed (as a scissor). The surgeon had to retrieve the clips from the pt. The case was completed with another instrument and with no pt consequence.